Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and device entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the anterior footplate did not collapse [close] during device retraction and the device became stuck in the vessel. The device was removed via surgical cutdown. The sheath was upsized to a 14f sheath and the aaa procedure was completed. Hemostasis was achieved with surgery. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.